Event description:
Persistent right ankle pain after insertion of hardware due to right tibial and fibular fracture. Hardware was removed on (B)(6) 2012, due to increased chronic pain and sensitivity in ankle from titanium plates. Pain persists to this day even after hardware removal. MRI and CT exams confirmed metal fragments from previously removed fixation hardware are present in the affected area. The chronic pain persists. Within 10-15 minutes of walking with a prothesis, the pain increases, becomes unbearable and it is difficult to walk. Reason for use: displaced right tibial pilon and fibula fracture.